Manufacturer narrative:
Assessment: visual inspection of the returned sample found the tip of the fiber was charred and melted (deformed). The end was retracted into the cannula. Root cause: there are 2 things that are required for the tip to deform: high illumination levels and opaque material on the surface that occludes the illuminated tip. The surface absorbs the light energy and heats up to the point that the acrylic fiber stress relieves into the deformed shape. We have not been successful duplicating the issue if there is any conducting material or liquid on the tip surface at any settings. The issue has been duplicated in air at high illuminator output settings greater than 10 lumens. Conclusion: it has been determined that the operator's manual sufficiently warns users about the above issue by stating "avoid prolonged operation of any fiber probe in air at output settings greater than 50% (or 10 lumens). This may result in fiber probe deformation that may cause patient injury".

Event description:
Reporter noted 25g light pipe had decreased in lumens by 50% just a few minutes into the case. They changed light pipes and completed case. There was no patient impact.